Event description:
It was reported that device was in reset. The device was restored and normal function was obtained. No adverse consequences for the patient were reported.

Manufacturer narrative:
(B)(4).